Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 52-year-old male patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that the impella cp had high purge pressure. The medical staff attempted to start tissue plasminogen activator, but the impella cp pump stopped. The medical staff then attempted to restart the pump several times unsuccessfully. The medical staff noted that when the impella cp was implanted, activated clotting time was 170. The impella cp was placed in the same site as the intra-aortic balloon pump. The impella cp was eventually replaced. The patient remains on support.

Manufacturer narrative:
The investigation for the high purge pressure and the pump stop has been completed. The pump was returned for investigation. No sign of physical damage was noted. The pump electrical testing showed that one of the three motor current values was out of specification. The pump stopped with a high motor current alarm appearing during the test run. The purge system was blocked during testing. The catheter was cut open near the motor housing and purge fluid exited successfully. Upon further investigation, biomaterial was revealed in the motor housing. The data logs show a 2-hour gradual rise in purge pressure followed by the several pump stop alarm with high motor current at the end of the case. The cause of the pump stop issue was biomaterial found inside motor housing. This also affected the purge pressure, causing it to be high. Added- d9 device return date f6/f8 should have been left blank.